Event description:
Patient with legacy g-tube placed for purpose of venting at outside facility. G-tube was replaced with 28f enfit g-tube on (B)(6) 2025 with purpose solely for venting. Despite trying several adaptations including different adapters and drainage bags, the tube never vented or drained properly and patient was constantly nauseous requiring constant antinauseant medications. Patient's family advocated for switching back to legacy tube and this was completed after the admission secondary to constant nausea/venting issues at home. The legacy tube drained and vented properly and nausea resolved.